Manufacturer narrative:
Correction: section g2 - "company representative" should not have been selected.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Information received notes the clinician opted for no programming changes at this time as the observation was infrequent and the patient was not at risk or dependent on the device for normal function. The patient was just being monitored. There were no patient consequences.